Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th may 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during rotator cuff repair procedure on (B)(6) 2025. The procedure was successfully completed by using a new ar-1927bcf-45. No fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-1927bcf-45, with batch number 15327656, revealed that the anchor was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion.